Event description:
Customer sent repair request due to image error, image abnormality. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found error message e216 (scope communication error) on the device. This report is being submitted for error message e216 scope communication error found on the device.

Manufacturer narrative:
The subject device was received and evaluated at service repair olympus japan. Device inspection and evaluation found error e216 (scope communication) error, service repair noted error occurred due to damage to the imaging unit. Furthermore, the curved rubber adhesive is missing and scratches observed on the operation unit parts. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the failure of image sensor, image sensor unit cable, internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.